Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the that intermittent undersensing was noted on the implantable cardiac monitor. The undersensing was due to r-waves below max sensitivity. The device was already programmed to the lowest sensitivity. The patient would continue to be monitored.